Event description:
Device interrogation at office visit revealed normal mode output current was set to oma instead of to prescribed parameters. It was reported that the pt was hospitalized for observation while out of state after experiencing 2 generalized seizures approximately two months prior to the office visit. The seizures lasted between 5-10 minutes each and were preceded by recurrent vomiting, believed to possibly be the beginning of a viral gastritis. This was the first time in years that the pt experienced secondarily generalized toni-clonic seizures. Since the pt was out of state when the seizures occurred, pt was seen by a different neurologist than usual. No further seizures occurred while the pt was hospitalized. Dilantin was administered intravenously as an emergent seizure control measure. Keppra was reintroduced into the pt's drug regimen and the pt's dosage was increased. Device diagnostic testing performed by the pt's usual neurologist less than one month before the hospitalization was within normal limits, indicating proper device function. The device was interrogated by the different neurologist while the pt was hospitalized and found to be programmed to prescribed settings. Device diagnostic testing was attempted by the different neurologist during the pt's hospitalization, but was unsuccessful. Neurologist indicated that they believed that the unsuccessful device diagnostic testing may have been a result of interrupted communication between their programming system and the pt's device. Neurologist indicated that pt has since changed the battery in programming wand and that it works fine now. Neurologist did not reinterrogate the pt's device to confirm proper device settings after the interrupted lead test. When the pt returned to home state, device interrogation performed by usual neurologist approximatley two months later revealed that the normal mode output current was sent to 0ma instead of to prescribed parameters. User error during previous programming session by different neurogoist was the apparent cause of the inadventent change in device settings. The pt's device was reprogrammed to prescribed parameters and subsequent device diatgnostic testing was within normal limits, indicating proper device function. Inverstigation to date has been unable to confirm the cause of the reported seizure events; however, there is no evidence at this time that the vns thereapy system caused or contributed.